Event description:
Patient presented back to the physician with continued neck pain due to the stimulation lead tethering. Physician brought the patient into the or and explanted the entire inspire system.

Event description:
Patient presented back to the physician with a firm mass at the neck incision site and reported pain with neck movement due to the stimulation tethering. Physician administered an antibiotic injection and prescribed pain medication.